Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient and the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that posterior leaflet was short and tethered. Imaging was difficult due to equipment, making clip visualization difficult. The first clip delivery system (cds) was advanced to the mitral valve. After the clip was deployed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Two additional clips were implanted for stabilization of the slda. Three clips were implanted, reducing the mr to 2. The patient was stable. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and reported single leaflet device attachment (slda) appears to be related to the patients short and tethered posterior leaflet, and poor visualization caused due to equipment. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.